Event description:
The customer reported zipper damage to the canopy side panel. The slider was damaged and the zipper teeth were not aligning. The damage was found after the canopy had been washed, and the canopy was not in use when the damage was discovered. Evaluation of the returned product found that the zipper slider body was open on two side panel windows.

Manufacturer narrative:
The product was returned for evaluation. Inspection found that the zipper slider body was open on the panel side a window and on the panel side b window. The returned window zippers were aligned correctly. Manufacturers reference #: (B)(4).